Event description:
Related manufacturer reference number: 2017865-2021-15423. Related manufacturer reference number: 2017865-2021-15424. Related manufacturer reference number: 2017865-2021-15425. It was reported that the patient presented in clinic upon developing an infection. The patient's full implantable cardioverter defibrillator system was explanted. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.